Event description:
N/a.

Manufacturer narrative:
Updated fields - b1, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. A customer complaint was received via a direct call to the emergency support program regarding clarification on clamping helium tubing after a balloon leak. The rn reported that after observing blood in the helium tubing, he stopped the pump and clamped the tubing, but later received conflicting instructions from the cardiologist. The nurse requested clarification and documentation to update hospital policy. Correct steps were reviewed: place the pump in standby, disconnect the extender tubing, and then clamp the extracorporeal helium tubing. Supporting resources were provided via email and show pad, and arrangements were made to return the catheter for product surveillance. No patient harm or injury was reported. Based on the description, the balloon had a leak in the helium tubing, however it is impossible to define how the failure may have occurred since the product was not returned for evaluation. The device was requested to sent for evaluation ad a catheter kit was sent to the customer. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
It was reported through a direct call from the customer to the emergency support program that during use, the intra-aortic balloon (iab) had a leak and needed clarification on clamping the tubing after a balloon leak. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation. Complaint ID# (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: d7a.